Event description:
M4 valve stopped functioning 10 days after being implanted. After explanting the valve the hosp staff discarded the valve.

Manufacturer narrative:
Customer reported valve stopped functioning 10 days after being implanted. Unfortunately the sample was discarded and is not available for eval. Without a sample available we are unable to determine why the valve stopped working after being implanted. The device history record for the lot reported was reviewed and no issues were observed. The prod was mfg, inspected, sterilized and released in compliance with out mfg procedures.